Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: there was a momentary controller error due to battery below 50% that was resolved by plugging the a/c power cord in and there was no shutdown during use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that during impella 5.5 support, a controller error occurred, resulting in shutdown of the automated impella controller (aic). The aic was replaced without complication.